Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl at the time of incident which was treated with manual injection. Customer's current blood glucose was 249 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature at time of high blood glucose event. Customer alleged insulin pump was under delivering insulin ass customer ate nothing and gave herself injection, but the blood glucose continued to rise. Customer was assisted with performing high pressure test and it was passed. The insulin pump will not be returned for analysis.